Event description:
It was reported that the zimmer electric dermatome handpiece was getting warm. Add'l clinical f/u with the customer indicated that the device was noted to not be working properly by the nurse prior surgery and there was no pt involvement or impact to the surgical procedure.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. Device was manufactured on 3/11/1997 and was last repaired on 1/4/2012 for a non-related issue. Investigation revealed nicks along the leading edge of the 2 inch and 3 inch width plates, there was galling of the ears of the head, and there was damage to the head of the device. The electric dermatome did not operate with the customer's power supply. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side and the side to side. Additionally, the side to side calibration was out of specification at the 0.0200" thickness setting. In post-repair, the motor operated erratically and the motor became warm during operation. Exterior discoloration of the motor casing was observed. The power supply passed functional specifications prior to repair. Lack of preventative maintenance and improper handling by the user most likely caused the discoloration to the motor. Given the exterior discoloration, it is likely that the interior of the device became damaged over time, causing the unit to heat up as observed, which could facilitate further damage to the part. Additionally, lack of preventative maintenance and improper handling most likely caused the lack of calibration and damage to the head and width plates of the unit. The device was serviced and returned to the customer.